Manufacturer narrative:
(B)(4). D6a. Implant date: between jan 1, 2009, and dec 31, 2019. D10. Unknown head item# unknown lot# unknown. Unknown poly liner item# unknown lot# unknown. Unknown cup item# unknown lot# unknown. G2. Report source: iran. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Literature. Mid-term to long-term outcomes of total hip arthroplasty using a cementless trochanteric sparing short stem through direct anterior approach: a single-center study. S.m.j mortazavi; p. T irani; m. Poursalehian; m. Mahanrad; p. Mirghaderi; m. Razzaghof; s. Saberi. Arthroplasty today. Pages (1-10). 2025.

Event description:
On 21-may-2025, a journal article was retrieved from arthroplasty today (2025) that reported a retrospective study from iran. The purpose of the study was to evaluate the mid-term to long-term outcomes of total hip arthroplasty (tha) performed with a cementless trochanteric sparing short stem through a direct anterior approach (daa). The study reviewed 755 hips in 667 patients (412 female / 343 males) with surgeries performed between 2010 and 2019. All patients received a cementless fitmore stem with either a continuum (48.6%) or trilogy (51.4%) shell with a poly liner. The indication for surgery was painful hip unresponsive to conservative treatments requiring a tha for treatment. The study population had a mean age of 48.9 years at time of surgery (range 18-83 years). Follow-up was conducted at 2-4 weeks, 3, 6, and 12 months, then annually or biennially thereafter with a mean length of follow-up for 10.52 years (range 3-13 years). The study reported 18 patients experienced femoral periprosthetic fractures; of which, 12 patients were revised. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.